Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed an infection. A surgical procedure was performed to remove the ipp and replace it with a tactra malleable device. No further patient complications were reported.